Manufacturer narrative:
(B)(4). The incident unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that when activating the covidien forcetriad generator in the auto bipolar mode, the bipolar output continues to activate. No activation was possible from the cut and coagulation modes. No patient was involved.